Manufacturer narrative:
Complaint investigation DHR review: n/a the DHR check could not be performed as the lot number was not available. Review of event description: patient was revised due to armd, osteolysis and pseudotumor. Surgical report: review of surgical report did not lead to new information regarding the reported event. No further due diligence required as all required information to support the conclusion is available/was already requested. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s ""instruction leaflet for endoprothesis. No further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that a patient was revised approximately nine years post-implantation due to armd, pseudotumor and osteolysis. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Additional information received on jun 26, 2020. Additional information received is not relevant to case assessment. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that a patient was revised approximately nine years post-implantation due to armd, pseudotumor and osteolysis. Attempts to obtain additional information have been made; however, no more is available.